Event description:
Additional information received on 5/12/2026 for mw5186601 to change the reporter. It was reported that this right ventricular (rv) lead was explanted due to infection. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).